Event description:
In 2006 the complaint coord reported a venous needle dislodgement during over night home hemodialysis treatment. Additional info was obtained from the pt, who stated that he had not attached the lines firmly and the needle became disconnected as a result of pt's turn during the treatment. The pt's spouse who was sleeping next to him, called the ambulance and the pt was taken to the hosp. According to the info provided by baxter complaint coord the pt monitored in the hosp, but did not receive any treatment and discharged the next morning. Hemodialysis home pt's ward believe that the blood lose was not significant to cause a complication. Pt's access-fistula, blood flow, 220-250ml/min.